Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty and a perforation occurred resulting in surgery. The lesion in the mildly tortuous, moderately calcified mid left anterior descending (lad) artery was predilated. A taxus express2 2.75x24mm drug eluting stent was positioned and deployed to 12 atm's. The stent balloon was deflated without difficulty. When the physician tried to remove the balloon, it was "stuck to the stent". The guide catheter was deep seated and the guidewire was pushed forward perforating the distal lad wall. The physician progressed on and placed a taxus express2 3.0x12mm drug eluting stent in the proximal lad and then the perforation was noticed. The pt was sent to surgery to repair the perforation. At the time of the report the pt was still in the hospital but was expected to be discharged in the next couple days. No additional pt complications were reported.